Event description:
Healthcare professional reported unknown side device rupture. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number:(B)(6) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The rupture affected the left side device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2a, d2b, d4, d6b, g1, g4, h4, h6.

Event description:
The rupture affected the left side device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.